Event description:
User facility reported fault pertaining to the wireless foot pedal disconnecting from the unit mid procedure (unspecified procedure). According to the report, customer mentioned "that they did put back into use while waiting for the loan unit. Field service technician attended onsite, however, reported it was unable to replicate the fault. No harm was reported. No patient harm, no user injury due to the event. This event includes two (2) reports : report with patient identifier (B)(6) (tfl-afswl , sn: (B)(4))-footswitch. Report with patient identifier (B)(6) ( tfl-pls- (B)(4))-laser system used with the footswitch. This report is being submitted is for report with patient identifier (B)(6) (tfl-afswl , sn: (B)(4))-footswitch.

Manufacturer narrative:
The subject device was evaluated. Device evaluation found the wireless footswitch is faulty. The reported issue was confirmed. Follow up is in progress regarding the reported event. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, this report is inform correction of the event date (section b3) of the initial medwatch report. The correct event date is nov 21, 2022 and not nov 20, 2022. Correction in h10 of the initial report.- correction- the device evaluation results is being corrected from confirmed to not confirmed . Please see device evaluation results and original equipment manufacturers investigation below: the device for this complaint was returned , tested and evaluated. Testing of the device reported it was unable to replicate any issues with the pairing of this footswitch and returned the footswitch to original equipment manufacturer (OEM) for further analysis. OEM performed thorough testing on the device including 2 hours of cycled use of the footswitch with a test console, 15 minutes of continuous use, testing at different ranges until the device showed an error code of the device being too far from the console at 65ft and other use testing outlined in the oems investigation report . This complaint could not be confirmed as intense use testing of the footswitch was performed without replication of the failure mode. In addition, service business center reported not being able to replicate the failure mode with the laser console and returned the console to the field without any reported issues . A manufacturing/ labeling defect was not identified, the root/ probable cause of the complaint was not related to user technique/ human factors or related to device labeling/ design. Device history record (DHR) review summary: no inconsistencies nor non-conformances found in the DHR. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented to inform that multiple follow ups were made to the customer to gather additional information regarding the reported issue, however, were unsuccessful and no response is received. Additionally, the subject device is being shipped to the legal manufacturer for further evaluation. Investigation is ongoing. This report will be supplemented accordingly following investigation.